Event description:
Customer's wife reports back to back testing to a professional meter while using the aviva system. Reported results of 120mg/dl on customer's meter and 40 mg/dl on professional meter. L1 quality control was run and in range. Customer fell down, emt's help customer to get off the floor and treated him with a glucose shot. A request was made for return of the suspect product and a replacement was sent.